Event description:
It was reported that a normothermia patient temperature currently at 39c on the arctic sun device. They swapped out devices because patient temperature was fluctuating on first device and received erratic patient temperature alert. Esophageal probe in use and placement verified, but it was still not correlating with other probe and noticing fluctuations with this device, too. Sometimes it would register similar as other probe, but mostly stays around 39c. Other probe shows patient temperature 35.6c. Noted that the issue could either be the temperature cables attached to the probe and into the device or the actual probe itself. Mis suggested plugging the probe into a different device such as a bedside monitor to see if it correlates. If fluctuations and discrepancies still noted, then they need to swap out the probe. Otherwise, they can try replacing the temperature in cable. Mis suggested have a couple temperature cables on hand in case this happened in the future. Mis encouraged nurse to call back with any questions.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "sensor wire too weak." The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Corrections: h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a normothermia patient temperature currently at 39c on the arctic sun device. They swapped out devices because patient temperature was fluctuating on first device and received erratic patient temperature alert. Esophageal probe in use and placement verified, but it was still not correlating with other probe and noticing fluctuations with this device, too. Sometimes it would register similar as other probe, but mostly stays around 39c. Other probe shows patient temperature 35.6c. Noted that the issue could either be the temperature cables attached to the probe and into the device or the actual probe itself. Mis suggested plugging the probe into a different device such as a bedside monitor to see if it correlates. If fluctuations and discrepancies still noted, then they need to swap out the probe. Otherwise, they can try replacing the temperature in cable. Mis suggested have a couple temperature cables on hand in case this happened in the future. Mis encouraged nurse to call back with any questions.